Event description:
It was reported that during patient infusion of phenylephrine with a clearlink continu-flo solution set, the patient experienced variable blood pressure ¿throughout shift¿. It was further reported the tubing was leaking, specified as ¿in the middle of the tubing¿, and about 20cc was observed on the floor below the tubing. According to the reporter, the drip rate increased multiple times during shift change. The set was changed, and the medication was titrated down. It was reported there was no harm to the patient. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Initial reporter phone no: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The product code was identified and corrected to 2c8548. Visual inspection was performed using the naked eye, which identified a leak-cut slice hole in the tubing. Pressure and clear passage under water testing was performed and identified hole in the tubing. The reported condition was verified. The cause of the hole in the tubing could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.